Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During interrogation of a non-abbott ICD, a high, out of range impedance reading was observed on the right ventricular (rv) lead. An x-ray examination did not find any lead damage. The patient reported a recent fall which may have dislodged the lead resulting in an increase in impedance. During the non-abbott ICD replacement, the rv lead was capped on (B)(6) 2017 and replaced. The patient was stable.